Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: unknown, unspecified bd pen needle used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that during use of an unspecified bd pen needle "the patient experienced burning during and after injection ultimately resulting in a skin rash." Medical intervention is unknown.

Event description:
It was reported that during use of an unspecified bd pen needle "the patient experienced burning during and after injection ultimately resulting in a skin rash." Medical intervention is unknown.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed as the lot number was not provided. Severity: s_2__; occurrence: a complaint history check could not be performed for the defect/condition reported since the lot number was not provided. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that during use of an unspecified bd pen needle "the patient experienced burning during and after injection ultimately resulting in a skin rash." Medical intervention is unknown.

Manufacturer narrative:
Device returned to manufacture: no.